Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, the battery module's lcd screen is scrambled (hv lines sync offset). Once the battery module was powered off and powered back on, the display was fixed and the issue did not reoccur. The software was updated and the device functioned as designed.

Event description:
It was reported that the display is unreadable; the display is inverted. No known impact or consequence to patient.